Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, the patient dislocated twice and was revised due to dislocation.

Manufacturer narrative:
Corrected data: product not returned. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not returned for evaluation.. - medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined due to a lack of available information. Additional information, including medical records, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or if the product is returned, this investigation will be re-opened.

Event description:
Per sales rep, the patient dislocated twice and was revised due to dislocation.